Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a gastrointestinal procedure, after a successful firing, the device was removed from the patient but the jaws could not be opened again. The battery was removed and inserted again and subsequently the jaws were able to be opened and the reload was removed. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The battery was inspected under the microscope and no residue or substrate was found on the leads. No damage was noted to the battery. The subject battery was loaded into a pmv representative idrive ultra handle. Two solid blue lights were displayed. An eeprom (electrically erasable programmable read only memory) was taken and displayed error codes indicating that the battery's capacity was below the minimum threshold required for firing. The battery was seated on a pmv charger and displayed a blinking yellow light before turning to a solid green light. After recharging the battery, no further abnormalities were noted. The jaws of the test loading unit opened without issue. Visual testing of the returned sample confirmed the product did meet quality release specifications that were tested. The extreme battery depletion can occur when an external load is applied to the battery for an extended period of time. This may occur if a battery is left in a handle instead of being stored on the charger. If the battery is depleted enough, the handle will become inoperable and solid blue lights may display. The file will be closed as a misuse by the user. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).